Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at adapter tubing junction the nurse administers fluids immediately after the successful completion of the puncture to the toddler and notices that the medication is leaking out of the connection between the extension tube and the tube base, so she pulls out the indwelling needle and administers the puncture and infusion with a new indwelling needle.

Manufacturer narrative:
1. Customer returned 1 video, no defective sample. The video shows that the sample is being used on the patient, and the connection between the extension tubing and the pp connector is leaking. 2. DHR is not performed as the complaint batch code (323437) error. 3. Retained sample analysis is not performed as the complaint batch code (323437) error. Conclusion(s): the video returned shows the leakage at the connection between the extension tubing and the pp connector. If this defect is caused during the assembly of the product, there are many related factors. Since the defective sample has not been received, it is not possible to conduct further analysis, so the root cause of the defect cannot be determined. H3 other text : see narrative

Event description:
Lot number could not be validated as a bd product & was switched to unknown